Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2012-02148 addresses the first cre balloon, while manufacturer report # 3005099803-2012-01998 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6) 2012 that two cre balloon dilatation catheters were used during a pyloric stenosis procedure. According to the complaint, during the procedure, the exit marker of the first cre balloon (manufacturer report # 3005099803-2012-02148) detached inside the scope and was able to be removed. The exit marker of the second balloon (manufacturer report # 3005099803-2012-01998) detached inside the patient and was retrieved with forceps. A third cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. Reported event of exit marker detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.